Event description:
A malfunction was reported on a pump, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for placing the old pump into storage mode before returning it and advised the customer to use multiple daily injections as a backup therapy. A replacement pump with updated software was sent, and steps for using the new pump were explained to the customer. The customer acknowledged understanding and was instructed to return the problematic pump using a pre-paid label within 10 days.